Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, when they prepared the device, the indicator of the green button flashed, firing could not be performed. (The button was pressed but the device did not move forward) when trying to open the jaws, but the clamp cover did not turn back, so the jaw was opened by the manual tool. The nurse removed the cartridge and attempted to load another reload, but still could not attach it to the adapter. The pusher tip of the adapter was extended, and the single use loading unit (sulu) could not be attached to it. When the adapter was removed from the handle and when calibration was done, abnormal noise was heard. The surgical time was extended by less than 30 min. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient. No patient injury.

Manufacturer narrative:
Evaluation summary post: market vigilance (pmv) led an evaluation of one device. Upon startup and functional testing done by pmv the handle successfully completed the motor test, however during the motor test it was noticed that the articulation motor was noisy. The handle was fired successfully with no errors, the noisy articulation motor was still detectable. Engineering analysis of the system logs showed in log 109 that there was instances where the motor was moving in the incorrect direction. Upon investigation, no visual damage or debris was found within the internal handle. There were no visual signs of any watermarks or corrosion on the board set and the organic light-emitting diode (oled) that could have caused any abnormal functionality. Per the signia system tracematrix states the device shall meet 60601-1 noise specifications of a maximum 80 dba. The handle was thus tested per the designated protocol in the system tracematrix to test the maximum dba level of the returned handle including full left and full right rotation maximum dba as a deviation to the protocol. A maximum dba level of 69.5 dba for system initialization resulted from this test for the returned handle, indicat ing that the returned handle was to specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.